Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: what was the date of the implant? Unknown. Besides dysphagia, were there any other clinical symptoms that provided evidence of erosion and when did they (dysphagia) first occur? None reported. Has the patient had any dilations, egd, or other procedures between the linx implant and the discovery of the erosion? Please describe and include the dates of the procedures. None reported. Are pictures or videos available? No. How many beads eroded? Unknown. Where were the eroded beads positioned? Not reported. Which best describes the device removal approach? Totally endoscopically. Was the patient stented? Unknown. What is the current condition of the patient? Recovered. Will the device be returning for analysis? No.

Event description:
It was reported that on (B)(6) 2021, the patient was having issues with dysphagia and an endoscopy test revealed that the patient's esophagus was eroded. The patient had the device explanted on (B)(6) 2021. The device was removed by cutting the wire using an olympus mechanical lithotripsy endoscopically.